Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported that a 3.0mmx98cm guide wire was incorrectly packaged as a 2.8mmx80cm guide wire resulting in a delay of surgery of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Corrected manufacturing site.